Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a (B)(6) result for 1 patient tested for (B)(6) on a cobas 6000 e 601 module compared to an abbott architect i2000 system. Please refer to the attachment to this medwatch for relevant data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The cobas e601 serial number was (B)(4). On the day of event the customer ran only 1 level of qc, however following qc was done with all 3 levels. A specific root cause could not be determined based on the provided information. Additional information required for further investigation was requested, but was not provided. The patient sample in question was requested for further testing, but could not be provided.

Manufacturer narrative:
Further investigation showed that calibration and qc results were acceptable. The alarm history showed no alarms that affected the sample in question. A negative test result does not rule out the possibility of an infection with hiv. Serum or plasma samples from very early or late stage of hiv infection can occasionally yield negative findings. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.